Event description:
It was reported that sec set no ports w/hanger dehp free leaked. The following information was provided by the initial reporter: material no: 11448964, batch(lot) no: 20043100. It was reported that tubing broke below drip chamber. When benadryl infusion completed- rn squeezed the chamber to make sure enough fluid is in the drip chamber when flushing the line- then noticed- tube below chamber broke.

Manufacturer narrative:
It was reported that tubing broke below drip chamber. Received from the customer was one used primed secondary set model 11448964, lot 20043100. The secondary set was received attached to an empty 100ml IV bag of 0.9% sodium chloride lot: wod14c2 exp: april 2021. During visual inspection, it was noted that the tubing p/n 620-00065 was completely separated from the drip chamber p/n 630-00362 outlet port. Fluid was observed leaking from the separation. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. No functional testing of the returned set was deemed unnecessary due to a separation. A dimensional analysis on the used set was performed on the tubing (p/n 620-00065). The inner diameter of the tubing was measured and observed to be within specifications of "0.107 +/-0.005" inches. Equipment used (measurement and testing performed on 09-sep-20). Ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Calipers, eq02784, calibration due date: 19-dec-20. Device history record for model 11448964 lot 20043100 shows that the set was manufactured on 4 april 2020 with a total of (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s complaint of tubing broke ¿separated¿ below the drip chamber was confirmed upon visual inspection. The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error. The issue of tubing leaking from drip chamber outlet port was addressed under trackwise CAPA (B)(4). Although the corrective actions were implemented prior to the manufacturing of this lot, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec set no ports w/hanger dehp free leaked. The following information was provided by the initial reporter: material no: 11448964 batch(lot) no: 20043100. It was reported that tubing broke below drip chamber. When benadryl infusion completed- rn squeezed the chamber to make sure enough fluid is in the drip chamber when flushing the line- then noticed- tube below chamber broke.